Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was not reading the implantable cardiac monitor (icm). Troubleshooting steps were taken to no avail. The remote monitor will be replaced. The device remains in use. No patient complications have been reported as a result of this event.